Event description:
It was reported that during a procedure, the device was allegedly unable to lock the pigtail because the string reportedly came out of the hole. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one 8f navarre drainage catheter locking pigtail was returned for evaluation. Visual evaluation was performed on the returned device. The investigation is confirmed for the reported loss of or failure to bond and identified detachment of device or device component as uneven amounts of epoxy adhesive was found around the circumference of the adapter with thread found detached from the adapter. Per the manufacturing site, the cause of the failure to bond and detachment issues was identified to be manufacturing related, as condition was caused during manufacturing process. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a procedure, the device was allegedly unable to lock the pigtail because the string reportedly came out of the hole. The procedure was completed using another device. There was no reported patient injury.